Event description:
Pt is a (B)(6) f with history of morbid obesity ((B)(6)) with severe reflux, hiatal hernia, s/p open vertical banded gastroplasty who had a diagnostic laparoscopic lysis of adhesions greater than 2 hours, take down of vertical banded gastroplasty with removal of mesh band, hiatal hernia repair and conversion to laparoscopic roux-en-y gastric bypass, subtotal gastrectomy on (B)(6) 2014. At some point during the case a piece of visiport trocar broke off but it is clear plastic and operating room staff were unsure if it was left in the abdomen or was somewhere in the drapes. A total of 30 minutes was spent trying to locate the piece within the pt that had broken off but it could not be found and the piece is not radiopaque. The pt had no ill effects from this event and was discharged to home under self care on (B)(6) 2014. The surgeon noted this was the first time a trocar had broken off during a case in 12 years of using them.